Event description:
The complainant alleged that during patient set-up, the device powered up with a green dot in the center of the display only. The complaintant did not indicate if there was an adverse effect to the patient as a result of the reported malfunction.